Manufacturer narrative:
The reported complaint of a possible drug divergence could not be confirmed through a review of the event logs or replicated during testing. Results from a log analysis indicated that the source device was not in use at the time of the customers reported event on (B)(6) 2019. On (B)(6) 2019 there were multiple attempts to program an infusion using a bd 50 ml syringe, but no infusions were started successfully. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
The customer reported an unlabeled 60 ml syringe was found connected to the pca module and requested an event log review with device inspection to check programming details and what syringes had been used with this device between february 19 and february 26, 2019. Drug diversion was suspected. There was no patient involvement or patient harm reported.